Manufacturer narrative:
Event date is (B)(6) 2022. This device is a demo asset with no reported issue. Upon inspection of the device, it was observed that the error message e117 was received for the malfunction device. This is attributed to faulty rear panel printed circuit board failure. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is a demo asset with no reported issue. There is no patient involvement. Upon inspection of the device, it was observed that the error message e117 was received for the malfunction device, indicating no image received. This medwatch is being submitted for the e117 error message observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a failure of the rear panel has been identified more specifically the failure of the board (u board, si board) of the rear panel assembly. Olympus will continue to monitor field performance for this device.